Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-sep-2025 the user experienced elevated blood glucose (bg) readings following a supply change. The user reported that after changing the infusion set earlier in the day, bg remained high. Less than an hour prior to the call, the user replaced the infusion set again to ensure insulin flow. The agent instructed the user to perform a fingerstick bg test, which confirmed a bg of 350 mg/dl. The agent advised waiting one hour after the second infusion set change to allow time for the correction algorithm to lower bg. The user understood the guidance, declined a follow-up call, and confirmed they would contact beta bionics if bg did not decrease within the next hour. No symptoms, external assistance, or medical intervention occurred.